Event description:
According to the rptr, the total parenteral nutrition, tubing, and filter were set up by a registered nurse and connected to the pt's catheter. At approx 0130 hrs, the pt awoke to find her bed "soaking wet." The pt noted the connection (luer lock) between the tubing and filter had completely broken apart. This situation allowed a free flow of total parenteral nutrition. Blood also backed up into the pt's catheter. The pt clamped off the catheter and later flushed the catheter. Reportedly, the filter was leaking from the "outgoing" side.